Event description:
The complainant reported that a female pt underwent a therapeutic placement of a wallflex enteral doudenal stent which was noted to have partial deployment/dilatation. The pt had no sequelae as a result of the reported event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.